Event description:
The customer reported that the monitor was flickering and the images were going black from fluoroscopy. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack was placed, the battery charger board connections were cleaned and reseated, the power supply was recalibrated, the anode/cathodes were greased and a filament calibration was performed. The sys was then found to be operating as intended.